Event description:
Physician used balloon to dilate a stenosis on the venous side of a dialysis graft in the pt's right thigh. It was slow to deflate, but seemed to work fine. It was upon withdrawal of the balloon that physician could not get it out of the 7 fr sheath. He pulled on it and a segment of the shaft just elongated instead of withdrawing. It did eventually come out and there was no pt injury.